Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran intermittently and then stopped all together and the unit reflected heat with a reading of 119 degrees fahrenheit which was greater than manufacture specification (119 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further determined that the motor was worn out and the hall sensor 3 failed. It was determined that the motor was worn out from normal use causing the hall sensor 3 to fail. It was determined that the failed hall sensor was what caused the motor to run intermittently, stop working and overheat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery set-up for anterior cervical decompression procedure, it was discovered that the motor device was at first working intermittently and then stopped working all together. It was further reported that the device was no longer responding to foot pedal devices. During in-house engineering evaluation, it was observed that the device unit reflected heat with a reading of 119 degrees fahrenheit which was greater than the manufacture specification (119 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further reported that when the device was first plugged in for the functional testing, it worked intermittently. The motor's connector was disconnected from the console device, the pins were checked and the device was re-connected and re-tried. The reporter indicated that the device was disconnected/reconnected and the motor would not work at all. A spare motor device was connected and it worked without any issues. There were no delays to the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.